Event description:
It was reported to philips that the customer was unable to store images due to insufficient disk space. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a cath coronary procedure was performed when the issue happened, and the procedure was 45-minute delay. Philips remote service engineer (rse) checked the system and found that system was unable to store images due to insufficient disk space. Upon troubleshooting, rse identified 54 orphaned files and restored 31,646 images after database repairs. Rse cleared the image database, rebooted the system, fully restoring functionalities. To resolve the issue, rse manually deleted all the restored images and cleared the patient image database using recreate image store function. The customer replaced hard disk and ippc. After replacing the ippc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.